Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch: 7072820. UDI:(B)(4). Product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch: 7072906. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted devices were kept by the facility and will not be returned.